Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A year later, the aneurysm was 39mm in diameter. 4 years later, the aneurysm was 68mm in diameter. It was reported that the patient presented with left leg pain and a CT was done and showed a stenotic area in the left external artery and a large endoleak. Duplex scan was done and the endoleak was determined to be a type iii endoleak. A pigtail catheter was inserted inside the ipsilateral limb of the bifurcated stent graft and the type iii endoleak was visible. Per the physician the cause of the event cannot be determined. The ipsilateral limb was relined with a 16/16/124 endurant limb and the event was successfully resolved. It was also noted that a thrombectomy was performed, a stent graft and another manufacturer¿s stents were placed distally in the stent graft for an unknown reason. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Off-label use (neck angulation) film evaluation summary: the exact cause of the likely type iii fabric endoleak leading to the aaa expansion could not be determined from the films provided. Review of pre-implant CT¿s revealed that the patient had a 37mm max diameter infrarenal aaa, as well as a 37mm max diameter aneurysmal left common iliac artery. Both internal iliac arteries were also aneurysmal; 40mm riia and a 35mm liia. The proximal neck was severely angulated. The infrarenal angulation measured ~90 deg rt-lt, and the suprarenal angulation was 60 deg lt-rt; off-label usage. The proximal neck diameter ranged from 22 ¿ 20 ¿ 24mm along a 15mm neck length. The majority of the aaa wall, iliac arteries, and femoral arteries were extensively calcified. The distal portion of the aaa and the left common iliac both contained thrombus, and the proximal extent of the left external iliac appeared stenotic; ~5mm flow lumen diameter. Review of CT¿s from 20 <(>&<)> 77 months post-implant noted that the aaa had increased to 47mm near the top of the sac at the mid-level of the aortic body, measured 63mm in diameter just below the level of the gate ring, the lcia diameter had also increased to 43mm, and the liia diameter now measured 53mm. The bifurcate aortic body and infrarenal neck were angulated ~80 deg max rt-lt relative to the distal aorta. The bifurcate proximal od measured ~27mm, and there continued to be a marginal proximal seal with <(><<)>5mm of proximal seal length. CT¿s showed a type I endoleak on the proximal margin along the postero-left aortic wall, likely due to implanting within the angulated neck. However, it is unclear if the aaa was being pressurized proximally, and recent angiograms could not confirm a proximal type ia. At 20 months, a slight amount of contrast was seen ~30mm below the gate ring from a possible type ii endoleak (ima), and the most recent CT at 77months revealed a large amount of contrast seen primarily outside the right/ipsi limb, beginning near the level of the gate ring and extending into the distal sac. Endoleak interrogation within the ipsi limb showed diffuse contrast outside the bifurcate ipsi limb ~2cm above the limb junction from a likely type iii fabric endoleak. At 20 months, CT revealed a large amount of calcification observed along the lateral/right side of the ipsi limb which was positioned in contact with the aaa wall, from level of the flow divider to several cm¿s below the level of the gate. At 77 months, the calcified aaa expanded and pulled away from the ri ght/ipsi limb which was unopposed within the aaa sac. Other than fabric abrasion possibly caused by the calcified aaa in contact with the ipsi limb, most notably during the initial implant duration, analysis of the returned films did not reveal any other characteristics that could explain the observed endoleak. The ipsi limb was essentially straight and no stent overlap/compression was observed near the area of contrast/endoleak. An endurant limb was then seen implanted into the ipsi limb, relining the bifurcate ipsi limb and resolving the likely type iii fabric endoleak. The cause of the thrombectomy requiring implant of another manufacturer¿s stent just after implant, as well as the recent left leg pain which resolved the stenosis after ballooning, were likely patient anatomy related caused by the stenotic area within the left external artery. If information is provided in the future, a supplemental report will be issued.